Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurs, which the caller acknowledged and understood.